Manufacturer narrative:
(B)(4). Batch # n5570x. Additional information received: was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes. What confirmation was received that the anvil was properly attached? Routine tactical and visual confirmation. Has used device many times prior. Did the fellow receive audible & tactile feedback when firing the device? Yes. Was a complete transection of the cutting washer visually confirmed? Yes. Anvil was sent in with device for further confirmation. Increased surgery time was reported. How long was the procedure prolonged (minutes)? Roughly 60 minutes. Was there any patient consequence as a result of the procedure being prolonged? Prolonged time under anesthesia. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What is the current status of the patient? No further intervention needed. Investigation summary: the analysis results found that the ecs33a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Upon visual inspection of a photo, the following was observed: the photo shows tissue from front view and it can be seen several staples. However, the quality of the picture not allow see any malformed staple. Based on the photo no conclusion could be reached, if the staple is malformed or what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a robotic sigmoid colectomy, fellow fired the ecs stapler. Fellow observed that when retracting the anvil into the device to approximate the two ends of the lumen, there was little resistance after the orange staple height indicator passed the halfway point of the green tissue compression scale. Increasing resistance is expected. Surgeon then instructed fellow to release anvil slightly, as the orange indicator had reached the bottom of the green compression scale. Fellow fired device after waiting at least 15 seconds, fired with two hands to ensure full handle/trigger compression, donuts were formed with no abnormalities. Surgeon observed malformed staples on a portion of the anastomosis. Performed an initial leak test, negative. Over-sewed and performed a second leak test, negative. Inspected inside of lumen, looked fine. Increased surgery time was reported. It is unknown if there were any adverse consequences to the patient.